Event description:
A ventilator was returned to a third-party service center for evaluation of foam particles in the device. There was no allegation of device malfunction. During the evaluation of the device at third-party service center foam particles were not visualized in the device. However, a "service required" code was found in the ventilator's downloaded error log. The device's power management printed circuit assembly and external battery cable was replaced to address the issue.